Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she is staying over 600 mg/dl if she is taking boluses. The customer stated that her blood sugars have not gone down. The customer stated that she change her site with a new set and reservoir an hour ago before the call. The customer declined to troubleshoot. The customer was advised to the monitor the pump and call back if any issue persists.